Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer is wearing the cartridge for longer than 48 hours . Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.